Event description:
On (B)(6), 2012 the lay user/patient in (B)(6) contacted lifescan to report the one touch ultrasmart meter was giving inaccurately high readings. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided to customer service. On an unspecified date at 7:45 pm the patient obtained the blood glucose reading of 368 mg/dl on the reported meter, which he claimed was inaccurately high compared to his expected values. Based on this elevated reading, the patient took an increased dose of insulin, 18 units 'umaloc' 50 mix insulin. At 8:15 pm the patient experienced the symptoms of feeling cold, dizziness and sweating. The patient did not report seeking any medical attention or treatment. Troubleshooting revealed the patient's test strips were expired, which can cause inaccurate readings. The meter was replaced. The patient's testing technique was incorrect by using expired test strips. The patient allegedly suffered symptoms suggesting severe hypoglycemia after taking insulin based on an elevated meter reading. Therefore this complaint is being reported.

Manufacturer narrative:
The 510k#: k021819.